Event description:
It was reported that guidewire entrapment occurred. A platinum plus guidewire was selected for use. It was difficult to advance the carotid wallstent delivery system over the guidewire to reach the target lesion. The stent was deployed in the target lesion without issue. Following deployment, the physician was unable to retract the stent delivery system from the guidewire. The stent delivery stent delivery system and guidewire were ultimately removed from the patient as a unit, and in one piece. The procedure was completed, and there were no patient complications as a result of this event.

Event description:
It was reported that guidewire entrapment occurred. A platinum plus guidewire was selected for use. It was difficult to advance the carotid wallstent delivery system over the guidewire to reach the target lesion. The stent was deployed in the target lesion without issue. Following deployment, the physician was unable to retract the stent delivery system from the guidewire. The stent delivery stent delivery system and guidewire were ultimately removed from the patient as a unit, and in one piece. The procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
Device analysis: the platinum plus was returned for analysis. The device failed the visual and microscopic inspection, as the guidewire was stretched and kinked at the distal tip and distal transition section, confirming the reported event.